Event description:
It was reported that during a da vinci assisted right hemicolectomy, universal surgical manipulator (usm) 4 moved unexpectedly, and without user action, while a sureform 45 instrument was on the usm. The surgeon described the movement as a "stapler bulldozer move." This motion injured a vessel and caused bleeding but did not produce a system error message when this occurred. During follow up with the surgeon, he stated the motion did not occur during stapling. Rather, the tip turned then retracted upwards as he was trying to get the instrument in place to join the colon and small bowel. The injured artery was the left branch of the middle colic artery. Once the injury occurred, the procedure was converted to open in order to achieve hemostasis. The patient lost 600-800 mls of blood.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review showed there were no instrument logs available for this procedure. Elastic search and the procedure review dashboard were also used in attempts to collect data on the installs with no results. Tool table for the procedure shows that the instrument fired 2 blue reloads. There were no stapler related errors in the system logs. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Manufacturer narrative:
An in-house replication of the kinematic data found that the most likely cause of the unexpected instrument movement was system configuration and subsequent external collision of the universal surgical manipulators. Per da vinci instructions for use (IFU), users must avoid collisions or contact between the endoscope arm and instrument arms to prevent patient tissue damage.

Event description:
Refer to h10/h11 for follow-up information.